Event description:
Pt reports intermittent alarm beeps when attached to power module. No alarms noted on display module. Pt changed pm cable. New pm cable (B)(4) to pt secondary to snow storm. He was unable to come into clinic.